Manufacturer narrative:
The complainant did not know the device lot number. A unit was returned to anchor products company for evaluation. The complaint sample was evaluated and the area around the defect appeared to be cut. The failure mode is consistent with contact to a sharp instrument during the case.

Event description:
Side of bag broke during procedure.